Manufacturer narrative:
At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This complaint was created by a maude database search on 08sept2020 & finding maude report mw5096323. The facility account & contact info for this report are not indicated & not known. The current conmed complaint database was researched for this event & there were no existing findings that match the event date of (B)(6) 2020 and incident description. It was documented on the maude report that the md noticed, after placing the last 4.75 knotless biocomposite anchor implant, that a piece of metal came off part of the implant. The md retrieved the metal without issue and examined the patient's shoulder to ensure nothing else was retained. Staff are unsure which exact anchor had the issue, so all 5 that were implanted were isolated from the field. There was no harm to the patient and no delay indicated on the maude report. The issue type was reported as a "malfunction" and noted as "no known impact or consequences to patient" ( 2692). The device problem was listed as "detachment of device or device component" (2907). The cfkb-475s knotless biocomposite anchors involved were lot 1103426 qty 1 and lot 1099431 qty of 2 , cfkb-475sta crossft knotless biocomposite anchor lot 1103426 qty 1 & cfkb-475stb crossft knotless biocomposite suture anchor lot 1103427 qty 1. No other incident information was provided in the maude report. Please note, as the facility could not identify which device's implant driver was involved with the reported malfunction, and there was only one (1) reported driver fragment, only one (1) device will be reported on for this incident. This report concerns cfkb-475s, lot 1103426, qty 1, chosen as default. The remaining biocomposite anchors will be listed as concomitant. This report is being raised on basis of a malfunction for the anchor driver metal fragment found and removed from the patient.

Manufacturer narrative:
No facility or contact information was provided, as such, no additional clarification could be obtained. The alleged broken cfkb-475s is not expected to be returned for evaluation and review. No photographic evidence was provided. Therefore, the reported failure cannot be verified, and root cause can not be identified. Although a lot number was provided, a review of the device history records (DHR) and lot history records (lhr) could not be performed as manufacturing records could not be located for the reported lot number 1103426 and item cfkb-475s combination. As contact information was not provided, clarification/confirmation of information could not be obtained. A 2 year lot history review conducted found this is the only event for the reported lot number and failure mode. A two-year review of complaint history revealed there has been a total of 4 complaints, regarding (B)(4), for this device family and failure mode. During this same time frame (B)(4) have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, (B)(4). Per the instructions for use, the user is advised the following: precautions: inspect all instruments for damage prior to use. Ensure the anchor is properly seated in the driver tip prior to and during implantation. Avoid lateral loading while inserting the suture anchor this issue will continue to be monitored through the complaint system to assure patient safety.